Event description:
Sudden drop of respiratory frequency. Respiratory frequency decreased suddenly for a few minutes from 29 to 9 respiratory/min. At time of incident users report they were no more able to set respiratory /min to a more suitbale value. Pc1672 and ala prom v 01.02 have been replaced previously. Despite those changes the problem reappeared on 1/25/01.